Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump did not alarm no delivery when their blood glucose was high. The customer's blood glucose reading was 223 mg/dl at the time of incident and 98 mg/dl close to the time of the call. Troubleshooting found that the cannula was kinked. Customer was advised to repeat the high pressure test and call back if the no delivery alarm does not occur. Customer also indicated that a part of the reservoir broke off. No further details given.